Event description:
The customer stated that the blood glucose readings were not being stored in the memory of a contour next link meter. No adverse event alleged. The advocate was advised to return the meter for evaluation. A replacement meter was sent to the customer.